Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, displacement accuracy test and self test. No unexpected pump error alarms noted during testing. Successfully downloaded history files and traces using thump. During download history review, pump error 38 was recorded on 06/05/2024 at 22:01:25.000. Pump was cut open to perform visual inspection and found moisture damage on electronic assembly and motor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay and scratched case. E/a alarm unspecified was not confirmed during testing, however found moisture damage on electronic assemblies and on motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced false alarms. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and confirmed the customer reported issue pump error. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. Customer will discontinue using the pump.